Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted the reported condition was able to be replicated. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly / component error was identified during product analysis. The observed failure was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, when the scrub tech put the battery into the powered stapler handle, the handle status light was blinking, the two lights on the side were solid blue, and there were no white lights flashing. The handle is close to expiration meaning that there are 5-15 uses left. A new device was used to complete the procedure. The device was never applied on the patient. There was no medical intervention or patient injury.